Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer was not present so troubleshooting was not completed. Customer used yogurt and banana as treatment for their low blood glucose reading. Insulin pump will not be returning for analysis.